Event description:
Affiliate reported that after ten years, it was found that the connection between the distal catheter the valve had broken and the catheter dropped into the abdomen resulting in a revision. During the revision, it was noted that the stepping motor came off from the base plate. The device was removed and no product was replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. A visual examination of the valve revealed that the stator was dislodged from the base plate therefore; the cam position/pressure could not be determined. It is not possible to determine how the stator became dislodged, however, based on the fact that the valve casing had a hairline crack it is possible that the device sustained some form of impact causing the damage to the device. This however, could not be confirmed. There were enhancements introduced to the stator stamping tool, which is designed to minimize this type of dislodgement. It was noted that this valve was manufactured prior to the enhancement. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.